Event description:
It was reported that the customer's insulin pump alarmed. The customer rewound several times, and every time the device did not stop when he was priming; insulin started to squirt out as well it did alarm. It was stated that the insulin pump was stuck in the rewind/prime loop. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded drive support disk. Unable to confirm the alarm. Some boluses were programmed and delivered. The device recorded properly all boluses delivered during testing. The unit was received with cracked case at display window corners, broken reservoir tube lip, scratched screen. The device passed the self test and the alarm test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.